Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during monthly cleaning the waste line was leaking outside of instrument and it was not mixed with decontaminate with a bd facsverse¿ 3l 8c system with acc kit. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage of waste during monthly clean. Not contained in instrument. Operator error (waste connector not properly in). Operator cleaned it up using correct protection (gloves, labcoat, glasses) liquid on table, not on floor. No harm to users. Additionally, on 2020-06-29 the fse provided the following additional information: it was not mixed with bleach.

Manufacturer narrative:
After additional information has been received from technician during investigation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00041 was sent in error. There was no sample at time of leak and the leakage was water with bleach therefore, it is not considered to be a reportable malfunction.

Event description:
It was reported that during monthly cleaning the waste line was leaking outside of instrument and it was not mixed with decontaminate with a bd facsverse¿ 3l 8c system with acc kit. The following information was provided by the initial reporter, translated from french to english: leakage of waste during monthly clean. Not contained in instrument. Operator error (waste connector not properly in). Operator cleaned it up using correct protection (gloves, labcoat, glasses) liquid on table, not on floor. No harm to users. Additionally, on 2020-06-29 the fse provided the following additional information: it was not mixed with bleach.